Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
They meet the same problem with the 2 stents, during the deploying of the stent, only the red marker was moving , but not the stent ! When they arrived at the no return point, they saw that the stent was still totally inside the catheter so they did the manipulation to recapture the stent ( even if the stent stay in place in the catheter since the start ) and then it works properly. So they were able to pace the stent .the return is only for the system , not the stent because the stent is in place in patient. Information received 13-jan-2021: there is a kink on the device but the nurse explain me that it occur after finishing the intervention. Details of the wire guide used: jagwire .025. Device evaluated 25-jan-2021: kinked flexor 106cm from handle.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
This file is related to complaint file (B)(4). Device evaluation: the evo-fc-10-11-6-b device of lot number c1774776 involved in this complaint device was returned for evaluation, in the original pouch. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2021. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: stent was not returned. Flexor was kinked approximately 106cm from the handle. Red shuttle deployment marker at the end of the handle on return. Lock wire partially removed and still attached to the device on return. Introducer at full deployment on return. Actuation of handle- deployment and retraction was possible. Kinked flexor was observed as referenced in additional information provided, reference question 15. "There was a kink on the device but the nurse explain me that it occur after finishing the intervention" documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1774776 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1774776 ; upon review of complaints this failure mode has not occurred previously with this lot #cc1774776. The instructions for use IFU (B)(4) which accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025 inch wire guide was used. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to user error, the investigation has determined that there is evidence to suggest that the customer did not follow the instructions for use, as per additional information received the 0.025 inch wire guide was used. Use of an incorrect wire guide may have contributed to stent deployment difficulties. It may be noted that kinked flexor observed during the lab evaluation occurred after procedure. As per additional information provided, "there was a kink on the device but the nurse explain me that it occur after finishing the intervention" summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence . Adverse effects ( lost of time). As per medical advisor "¿recapturing the stent¿ wouldn¿t be considered an intervention. ¿lost of time¿ would be negligible. Therefore, no ¿medical intervention¿ was involved. I would suggest a severity of +1 for this complaint unless the physician who performed this procedure complained ¿lost of time¿ being an issue." Complaint is confirmed based on the customers testimony. Complaints of this nature will continue to be monitored for potential emerging trends.